Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test: earth leakage failure lc reverse measurement 387.6 microamps (specifications 4.0 - 300.0 microamps). No failure or malfunction was observed during evaluation which could have caused or contributed to the rite earth leakage current failure. The assignable cause was undetermined. Device was sent to servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth leakage failure lc reverse measurement 387.6 microamps (specifications 4.0 - 300.0 microamps). Rite test failure, no patient involved.